Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cardiac injuries. There was no serious harm or injury reported. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2024-24621. This report was submitted as a duplicate report of the previously submitted report.